Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced worsening incontinence, leakage, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, vaginal pain, abdominal pain, lower back pain and pelvic pain as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.